Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4)failed the pulse lead high-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was cracked. In addition the pulse wires in the distribution node had cold solder joints. This caused the electrode belt to fail the high-pot test. The root cause for the damaged trunk cable connector was unable to be positively determined, but was likely physical abuse. The root cause for the cold solder joints was unable to be positively determined. No adverse event resulted from the damaged trunk cable connector or the cold solder joints. The last patient to use this belt did not report any deficiencies.